Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or reason for explant and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for repair of a left inguinal hernia. A bard/davol perfix plug, reference number 0112750 and lot number huwi0066 was implanted to repair the hernia defect. On (B)(6) 2013: the patient underwent an additional surgery to "partially remove the perfix plug, which failed." As reported by the attorney, the perfix plug used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for repair of a left inguinal hernia. A bard/davol perfix plug, reference number (B)(4) and lot number huwi0066 was implanted to repair the hernia defect. (B)(6) 2013: the patient underwent an additional surgery to "partially remove the perfix plug, which failed." As reported by the attorney, the perfix plug used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with pantaloon left inguinal hernia thereby underwent open repair with the implant of two perfix plugs (device #1 & #2). Per operative notes, ¿the hernia sac was dissected free from the cord structures, pubic tubercle and retracted back into the internal ring. A large perfix plug (device #1) was used and tacked in place. The floor was then found to be weak. A small perfix plug (device #2) was placed in the floor and tacked. An onlay mesh was then cut to size and tacked down in an interrupted fashion.¿ (B)(6) 2013 - patient who had previously undergone physical therapy with pain management without success continues with intractable left inguinal/pubic tubercle pain thereby underwent open repair with the partial explant of medial portion of perfix plug (device #1). Per operative notes, ¿the cord structures were freed from the pubic tubercle. This was somewhat difficult secondary to the scarring in the area. An onlay patch was noted to be in good position, the mesh itself was then freed from the pubic tubercle. It is fairly adherent in this area, approximately one centimeter of the mesh was removed in this area approximately and the mesh was then tacked superiorly to the ilioinguinal ligament.¿ (note, there was no mention/visualization of device #2 during the procedure.) Attorney alleges that the patient had adhesions, pain and emotional injuries. It is also alleged that "the mesh was not completely removed during repair procedure because to do would have been too dangerous.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or reason for explant and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the manufacturing date. Based on the available information, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 8 months post implant of perfix plug, patient was diagnosed with pain thereby underwent repair. Review of the manufacturing records was performed and found that the lot was manufactured to specification. This supplemental emdr represents perfix plug (device #2). An additional emdr was submitted to represent perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.